Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 2259394. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the needle was broken on a bd intima-ii¿ closed IV catheter system before it was placed. The following was recieved by the initial reporter: verbatim: when the patient was hospitalized in the hospital, he needed to use a closed venous indwelling needle for infusion. The nurse was about to use the closed venous indwelling needle to infuse the patient and found that the cannula was broken.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was broken on a bd intima-ii¿ closed IV catheter system before it was placed. The following was received by the initial reporter: verbatim: when the patient was hospitalized in the hospital, he needed to use a closed venous indwelling needle for infusion. The nurse was about to use the closed venous indwelling needle to infuse the patient and found that the cannula was broken.